Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation therapy from her scs system. The patient stated she has experienced multiple falls and her scs stimulation has not been as effective since the first time she fell in (B)(6) of 2012. The patient's stimulation is minimal unless she is lying down. The patient is going to have a CT scan to determine the next course of action.